Manufacturer narrative:
T:slim x2 user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder declared one day early. Review of pump settings by tandem technical support showed that pump date was one day behind. Customer confirmed date was incorrect due to recent travel to a different time zone. Customer changed the date and confirmed that site reminder automatically updated to appropriate date. Customer's blood glucose was 87 mg/dl